Event description:
Expired radial head component was implanted.

Manufacturer narrative:
Implant was not removed. Device history record was reviewed and showed no anomalies. Surgeon monitored pt post-op and at 28 days the pt had no infection.